Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 analyzer (disk system). The sample initially resulted in a estradiol iii value of 112.4 pg/ml. The sample was repeated in another laboratory with an unknown method and resulted in an estradiol value of 19 pg/ml. The sample was then repeated on the initial analyzer, resulting in an estradiol iii value of 16.14 pg/ml. The initial questionable result was reported outside of the laboratory. The estradiol iii reagent lot was 63006901 with an expiration date of 31-may-2023.

Manufacturer narrative:
Based on the available information, a general instrument or reagent problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.